Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges were leaking from the septum. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 90-127 mg/dl.